Event description:
It was reported that the fiber tip broke. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the outerflow tube was damaged near the tip of the fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length or at the tip of the fiber. The glass cap exhibited no devitrification at the output window. The metal cap exhibited no charred detritus adhesion on its surface. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the fiber tip broke. The procedure was completed with another device. There were no patient complications.